Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. As well as, a cartridge alarm occurred during the load sequence with multiple cartridges. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy.